Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was harder to press and has to pressed multiple times to work. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump has twice rejected new batteries, has given random no delivery alarms, insulin pump only gives missed meal bolus reminder every third or fourth day when it should give it every day and insulin pump takes longer to rewind. Insulin pump battery life was down to a week and a half. The insulin pump will not be returned for analysis.